Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection and device migration. A revision was performed and the ICD with the right ventricular (rv) lead were explanted while the right atrial (ra) lead was capped and a previously capped rv lead remains capped. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection and device migration. A revision was performed and the ICD with the right ventricular (rv) lead were explanted while the right atrial (ra) lead was surgically abandoned and a previously capped rv lead remains capped. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm the reported observation of device migration. The device was successfully interrogated and completed a memory dump. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Furthermore, laboratory analysis did not also confirm infection but was determined a known medical risk when the skin barrier is breached.